Event description:
An altitude alarm was reported on the pump, resulting in a blood glucose level of 257 mg/dl, which is within the acceptable range of 54-500 mg/dl. The customer's insulin delivery was temporarily suspended due to the altitude alarm, and attempts to resume insulin using the same cartridge were unsuccessful. Technical support guided the customer to try a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump, ensuring that the customer would use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed on how to store the defective pump and return it to tandem using a pre-paid label.